Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's downloads were showing numerous gel release flags but no arrhythmia alarms in conjunction with the events. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon evaluation the electrode belt cable was damaged at the distribution node (dn). The dn to rear 2 wire therapy electrode portion of the cable was pulled from the strain relief at the dn. No adverse events resulted from the damaged belt cable. The patient received a replacement electrode belt.